Event description:
Pt with history of left knee pain and instability x1 month after hyperflexion when being tackled; underwent left knee diagnostic arthroscopy with open posterior crucial ligament repair and medial collateral ligament repair and reconstruction using semitendinosus autograft. A small part of the inserter for the arthrex broke off in the surgical site. The attending communicated this with the or team. Per op note, "during passage a 1 mm tine of the insertion device was broke off in the wound. Given the small size of the fragment the decision was made to leave the fragment." Per discussion with provider, prong is extremely small and was unable to detect it during procedure under fluro. Provider states he may have even suctioned it up during the procedure, but it is too small to tell. Provider states if he would've seen it, he would've removed it, but it is so small and not worth the risk to explore to see if it was retained in the patient. Absolutely no concerns for impact to the patient because of this. Provider stated it could be a combination of user technique, equipment malfunction, or, mostly occurs because the bone is so hard and breaks off a prong.